Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included multigravida, parity 3, cholecystectomy, tobacco user, alcohol use, endometrial ablation, spontaneous abortion, knee pain and knee pain. No history of abnormal pap smear. The patient denies postcoital bleeding. Gi , gu , cardiac , pulmonary , neurologic , heart , psychiatric , musculoskeletal systems reviewed and negative. Denies any lightheadedness or dizziness. *the patient with ultrasound reviewed showed fibroid. Previously administered products included for an unreported indication: oral contraceptive pills, mirena iud and depo-provera. Concurrent conditions included morbid obesity, painful intercourse, menometrorrhagia, endometriosis, uterine fibroid, abdominal pain, mood swings, anxiety, depression, sleep disturbance, headache, cough, dysfunctional uterine bleeding, weight gain, drug allergy, ovarian cyst, vaginitis, obesity, cough, sleep disturbance, mood swings, smoker, vaginitis, fatigue, genital bleeding, dysmenorrhea, uterine fibroids, drug allergy, allergic rhinitis and adenomyosis. Concomitant products included amitriptyline, ibuprofen, medroxyprogesterone acetate (provera), meloxicam, norethisterone (nor-qd), nsaids, paracetamol (acetaminophen), paroxetine, pentazocine and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. In february 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In february 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/ abdominal area"), anxiety ("mental anguish/ anxiety"), depression ("depression/psych injury"), mood swings ("hormonal changes describe: mood swings") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("uterine fibroids") and experienced ovarian cyst ("right ovarian cyst"), 7 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleeding"), autoimmune disorder ("autoimmune reaction") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and autoimmune disorder had resolved, the dysmenorrhoea, vaginal haemorrhage, dyspareunia, uterine leiomyoma, ovarian cyst, genital haemorrhage, post procedural complication, mood swings, migraine and weight increased outcome was unknown and the anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, post procedural complication, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010 discrepancy noted: date(s) of removal: (B)(6) 2019 previously reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Ultrasound pelvis - on (B)(6) 2014: sub serosal and exophytic uterine fibroids right ovarian cyst , likely a dominant follicle.; on (B)(6) 2016: uterus is neutral in position , measuring approximately 8 . 7 x 4 . 6 x 5 . 4 cm . At least 3 sub serosal and pedunculated heterogeneous hypoechoic myometrial masses along the posterior wall ranging from approximately 1 cm to approximately 2 .5cm in diameter . Remainder of the myometrium is homogeneous in echogenicity . Endometrial stripe measures approximately 0 . 3 cm thickness . No sub- mucosal fibroids to distort the endometrial contour . No significant fluid in the pelvic cul-de-sac .right ovary measures approximately 2 . 7 x 1 . 9 x 1.9 cm in length approximately 3 . 1 x 2 . 7 x 2 . 6 cm . Approximately 1 cm cyst in the right ovary, with normal doppler flow bilaterally . No adnexal masses or fluid collections sub serosal and exophytic uterine fibroids right ovarian cyst , likely a dominant follicle.; on (B)(6) 2019: 1. Heterogeneous uterus that is slightly prominent with multiple fibroids that measure 3.7 and 2.7 cm respectively. 2. Endometrium is normal. 3. The right ovary has normal blood flow. No torsion. The left ovary is not visualized. 4. No adnexal mass or free fluid.. Concerning the injuries reported in this case, the following one were reported via medical records confirming events dysmenorrhea, pelvic pain,menorrhagia,anxiety quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included multigravida, parity 3, cholecystectomy, tobacco user, alcohol use, endometrial ablation, spontaneous abortion, knee pain and knee pain. No history of abnormal pap smear. The patient denies postcoital bleeding. Gi , gu , cardiac , pulmonary, neurologic, heart, psychiatric, musculoskeletal systems reviewed and negative. Denies any lightheadedness or dizziness. *the patient with ultrasound reviewed showed fibroid. Previously administered products included for an unreported indication: oral contraceptive pills, mirena iud and depo-provera. Concurrent conditions included morbid obesity, painful intercourse, menometrorrhagia, endometriosis, uterine fibroid, abdominal pain, mood swings, anxiety, depression, sleep disturbance, headache, cough, dysfunctional uterine bleeding, weight gain, drug allergy, ovarian cyst, vaginitis, obesity, cough, sleep disturbance, mood swings, smoker, vaginitis, fatigue, genital bleeding, dysmenorrhea, uterine fibroids, drug allergy, allergic rhinitis and adenomyosis. Concomitant products included amitriptyline, ibuprofen, medroxyprogesterone acetate (provera), meloxicam, norethisterone (nor-qd), nsaids, paracetamol (acetaminophen), paroxetine, pentazocine and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/ abdominal area"), anxiety ("mental anguish/ anxiety"), depression ("depression/psych injury"), mood swings ("hormonal changes describe: mood swings") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). On (B)(6)2014, the patient was found to have uterine leiomyoma ("uterine fibroids") and experienced ovarian cyst ("right ovarian cyst"), 7 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleeding"), autoimmune disorder ("autoimmune reaction") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy + bilateral salphingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and autoimmune disorder had resolved, the dysmenorrhoea, vaginal haemorrhage, dyspareunia, uterine leiomyoma, ovarian cyst, genital haemorrhage, post procedural complication, mood swings, migraine and weight increased outcome was unknown and the anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, post procedural complication, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010. Discrepancy noted: date(s) of removal: (B)(6) 2019 previously reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Ultrasound pelvis - on (B)(6) 2014: sub serosal and exophytic uterine fibroids right ovarian cyst, likely a dominant follicle. On (B)(6) 2016: uterus is neutral in position, measuring approximately 8.7 x 4.6 x 5.4 cm. At least 3 sub serosal and pedunculated heterogeneous hypoechoic myometrial masses along the posterior wall ranging from approximately 1 cm to approximately 2 .5cm in diameter. Remainder of the myometrium is homogeneous in echogenicity. Endometrial stripe measures approximately 0.3 cm thickness. No sub- mucosal fibroids to distort the endometrial contour. No significant fluid in the pelvic cul-de-sac. Right ovary measures approximately 2 . 7 x 1 . 9 x 1.9 cm in length approximately 3 . 1 x 2 . 7 x 2 . 6 cm . Approximately 1 cm cyst in the right ovary, with normal doppler flow bilaterally . No adnexal masses or fluid collections sub serosal and exophytic uterine fibroids right ovarian cyst, likely a dominant follicle. On (B)(6) 2019: 1. Heterogeneous uterus that is slightly prominent with multiple fibroids that measure 3.7 and 2.7 cm respectively. 2.endometrium is normal. 3. The right ovary has normal blood flow. No torsion. The left ovary is not visualized. 4. No adnexal mass or free fluid. Concerning the injuries reported in this case, the following one were reported via medical records confirming events dysmenorrhea, pelvic pain,menorrhagia,anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: plaintiff fact sheet received. Reporter information updated. Events: hormonal changes describe: mood swings, migraines / headaches, weight gain were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 39-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included multigravida, parity 3, cholecystectomy, tobacco user, alcohol use, endometrial ablation, spontaneous abortion, knee pain and knee pain. No history of abnormal pap smear. The patient denies postcoital bleeding. Gi , gu , cardiac , pulmonary , neurologic , heart , psychiatric , musculoskeletal systems reviewed and negative. Denies any lightheadedness or dizziness. *the patient with ultrasound reviewed showed fibroid. Previously administered products included for an unreported indication: oral contraceptive pills, mirena iud and depo-provera. Concurrent conditions included morbid obesity, painful intercourse, menometrorrhagia, endometriosis, uterine fibroid, abdominal pain, mood swings, anxiety, depression, sleep disturbance, headache, cough, dysfunctional uterine bleeding, weight gain, drug allergy, ovarian cyst, vaginitis, obesity, cough, sleep disturbance, mood swings, smoker, vaginitis, fatigue and genital bleeding. Concomitant products included amitriptyline, ibuprofen, meloxicam, norethisterone (nor-qd), paracetamol (acetaminophen), paroxetine, pentazocine and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/ abdominal area"), anxiety ("mental anguish/ anxiety") and depression ("depression/psych injury"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("uterine fibroids") and experienced ovarian cyst ("right ovarian cyst"), 7 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleeding"), autoimmune disorder ("autoimmune reaction") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy + bilateral salphingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and autoimmune disorder had resolved, the dysmenorrhoea, vaginal haemorrhage, dyspareunia, uterine leiomyoma, ovarian cyst, genital haemorrhage and post procedural complication outcome was unknown and the anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, post procedural complication, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Ultrasound pelvis - on (B)(6) 2014: sub serosal and exophytic uterine fibroids right ovarian cyst , likely a dominant follicle.; on (B)(6) 2016: uterus is neutral in position , measuring approximately 8 . 7 x 4 . 6 x 5 . 4 cm . At least 3 sub serosal and pedunculated heterogeneous hypoechoic myometrial masses along the posterior wall ranging from approximately 1 cm to approximately 2 .5cm in diameter . Remainder of the myometrium is homogeneous in echogenicity . Endometrial stripe measures approximately 0 . 3 cm thickness . No sub- mucosal fibroids to distort the endometrial contour . No significant fluid in the pelvic cul-de-sac .right ovary measures approximately 2 . 7 x 1 . 9 x 1.9 cm in length approximately 3 . 1 x 2 . 7 x 2 . 6 cm . Approximately 1 cm cyst in the right ovary, with normal doppler flow bilaterally . No adnexal masses or fluid collections sub serosal and exophytic uterine fibroids right ovarian cyst , likely a dominant follicle. Concerning the injuries reported in this case, the following one were reported via medical records confirming events dysmenorrhea, pelvic pain,menorrhagia,anxiety quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff information form received. Events ¿genital haemorrhage, autoimmune disorder and post procedural complication¿ were added. Events¿ pelvic pain, abdominal pain, dysmenorrhea and menorrhagia¿ outcome were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included multigravida, parity 3, cholecystectomy, tobacco user, alcohol use, endometrial ablation, spontaneous abortion, knee pain and knee pain. No history of abnormal pap smear. The patient denies postcoital bleeding. Gi , gu , cardiac , pulmonary , neurologic , heart , psychiatric , musculoskeletal systems reviewed and negative. Denies any lightheadedness or dizziness. The patient with ultrasound reviewed showed fibroid. Previously administered products included for an unreported indication: oral contraceptive pills, mirena iud and depo-provera. Concurrent conditions included morbid obesity, painful intercourse, menometrorrhagia, endometriosis, uterine fibroid, abdominal pain, mood swings, anxiety, depression, sleep disturbance, headache, cough, dysfunctional uterine bleeding, weight gain, drug allergy, ovarian cyst, vaginitis, obesity, cough, sleep disturbance, mood swings, smoker, vaginitis, fatigue and genital bleeding. Concomitant products included amitriptyline, ibuprofen, meloxicam, norethisterone (nor-qd), paracetamol (acetaminophen), paroxetine, pentazocine and tramadol. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/ abdominal area"), anxiety ("mental anguish/ anxiety") and depression ("depression"). On (B)(6) 2014, the patient was found to have uterine leiomyoma ("uterine fibroids") and experienced ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, dyspareunia, abdominal pain, uterine leiomyoma and ovarian cyst outcome was unknown and the anxiety and depression had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41 kg/sqm. Ultrasound pelvis on (B)(6) 2014: sub serosal and exophytic uterine fibroids right ovarian cyst , likely a dominant follicle; on (B)(6) 2016: uterus is neutral in position , measuring approximately 8 . 7 x 4 . 6 x 5 . 4 cm . At least 3 sub serosal and pedunculated heterogeneous hypoechoic myometrial masses along the posterior wall ranging from approximately 1 cm to approximately 2 .5cm in diameter . Remainder of the myometrium is homogeneous in echogenicity. Endometrial stripe measures approximately 0 . 3 cm thickness. No sub- mucosal fibroids to distort the endometrial contour . No significant fluid in the pelvic cul-de-sac .right ovary measures approximately 2 . 7 x 1 . 9 x 1.9 cm in length approximately 3 . 1 x 2 . 7 x 2 . 6 cm. Approximately 1 cm cyst in the right ovary, with normal doppler flow bilaterally . No adnexal masses or fluid collections sub serosal and exophytic uterine fibroids right ovarian cyst , likely a dominant follicle. Concerning the injuries reported in this case, the following one were reported via medical records confirming events dysmenorrhea, pelvic pain,menorrhagia,anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received. Case become serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.